Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction, "pulled vacuum, activated hydrophil. Coating etc." The md inserted the super arrow-flex (saf) sheath into the pt's right femoral artery. The md inserted the iab through the saf sheath & the iab became stuck. As a result, the iab & the sheath were removed as one unit. The md requested another iab & this time the md used a terumo sheath. The iab was inserted without complications. There was no reported pt death & no reported pt injury. There was a delay in treatment of "5 mins" until the second iab could be prepped & inserted through the second sheath. The second insertion site was over the existing spring wire guide (swg) which was already inserted into the pt's right femoral artery. There were no reported pt complications and the outcome of the pt is listed as "ok."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.